Event description:
The customer stated that she tested her blood glucose while at the doctor's office. The customer's contour read 237 mg/dl, while the doctor's meter (brand unknown) read 82 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.